Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The pediatric patient and her mother heard the receiver alarm at 4:45 am and found a signal loss error. They tried to do self-troubleshooting by turning the receiver off and back on and waited but had no results. They replaced the sensor and started over but had signal loss again. Per the patient's mother the patient is a 'brittle diabetic' and while waiting for the signal loss with the new sensor to resolve, the patient passed out. Her mother took her to the hospital. Her fingerstick bg was checked and was 41 mg/dl. She was given concentrated IV dextrose and potassium. She regained consciousness after almost five hours and was sent home. At the time of the report she was feeling pretty good and was sleeping. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The pediatric patient and her mother heard the receiver alarm at 4:45 am and found a signal loss error. They tried to do self-troubleshooting by turning the receiver off and back on and waited but had no results. They replaced the sensor and started over but had signal loss again. Per the patient's mother the patient is a 'brittle diabetic' and while waiting for the signal loss with the new sensor to resolve, the patient passed out. Her mother took her to the hospital. Her fingerstick bg was checked and was 41 mg/dl. She was given concentrated IV dextrose and potassium. She regained consciousness after almost five hours and was sent home. At the time of the report she was feeling pretty good and was sleeping. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.